Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt was now having problem with their c spine and neck. Pt was going in for another surgical evaluation. Because pt had a shoulder that went out, they decided to not get shoulder surgery and the pt got cortisone shots, the shoulder got better but the pt got a constant electric shock from down through their arm. 3 months ago the pts granddaughter jumped out of the truck and the pt caught them and the pt felt everything tear in left shoulder/rotator cuff. Pt got an MRI for they had a rotating cuff tear and it was not as severe as last one. Since pt had surgery less than 2 years ago the surgeon wanted to do physical therapy for the pts injury. At that time when all things were happening the pt had severe pain in shoulder with electricity going into their hand to their fingertips and they were told that was not from the rotator cuff. The rotator cuff was stationary in the shoulder; pt was told it was either coming from the neck or the stimulator. Pt was laid up most of the summer because they could not move or deal with shoulder pain. Now the pt had gone through 2 rounds of cortisone injections and its gotten a lot better. Pt said their shoulder was great but they still got buzzing in their finger tips. The pt tried shut stim off but they still felt the buzzing with the stimulator off; that's what made the surgeon think it was a problem with the stimulator. Pt has an appointment september 30th and the pt will have a pre op appointment for cervical surgery. They will look at the neck; pt said they have been putting off them looking at the neck for 10 to 15 years for the pt was scared to get their neck looked at.